Event description:
Provider states the end user alleges the seat upholstery is ripping around the screw.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.